Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was in backup mode and defibrillation therapy was unavailable. The cause of the reset was unknown. The device was reprogrammed and successfully restored back to normal settings. The patient was stable and asymptomatic.